Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken and the lead was explanted and replaced and effective therapy was restored.